Manufacturer narrative:
Biocompatibility testing to iso (B)(4) was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
Resubmitting this MDR as part of an internal audit where the electronic 3500a pdf form was located, and acknowledgements 1, 2, and 3 could not be located. A distributor contacted zoll to report that a patient had skin irritation described as irritated skin. The patient's nurse cleaned the affected skin. The patient indicated that the belt was leaking gel and that the gel contributed to the irritation. Follow-up indicated that the irritation was getting much better.